Event description:
Related manufacture reference number: 2017865-2023-17664. It was reported that the patient presented to prior to generator exchange. Upon interrogation, it was noted that the patient's right ventricular lead exhibited failure to capture due to potential fracture. During procedure, it was noted that the atrial lead exhibited insulation damage. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.